Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed 1 additional thrombosis complaint was associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure, but definitely related to the av access circuit. Based on the instructions for use (IFU), the occurrence of thrombosis is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left cephalic vein arch. Approximately 2 months after the index procedure, the patient¿s vessel containing the target lesion reportedly had a thrombosis. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure, but definitely related to the av access circuit. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: the event description had the following phrase changed from "...had a thrombosis." To "...was reoccluded with a thrombosis." To include reocclusion in the adverse event. An additional patient code, (B)(6), was added to the patient code + description section. Corrected data: eval codes & desc. Section was updated to align with guidance set forth by FDA to be effective on (B)(6) 2018. The following codes were removed: 3263, 3317, 92. The following codes were added: 4115, 3331, 4110, 3221, 4310. The following code remained the same, 22. The analysis had the following sentence changed from "a lot history review revealed 1 additional thrombosis complaint was associated with this lot." To "a lot history review revealed 6 additional reocclusion complaints were associated with this lot." Conclusion the conclusion had the following statement changed from "based on the instructions for use (IFU), the occurrence of thrombosis is an inherent risk of any pta procedure." To "based on the instructions for use (IFU), the occurrence of reocclusion and thrombosis is an inherent risk of any pta procedure." The sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed 6 additional reocclusion complaints were associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure, but definitely related to the av access circuit. Based on the instructions for use (IFU), the occurrence of reocclusion and thrombosis is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left cephalic vein arch. Approximately 2 months after the index procedure, the patient¿s vessel containing the target lesion reportedly was occluded with a thrombosis. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure, but definitely related to the av access circuit. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.